Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected power loss. Customer's blood glucose value was 299 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that their insulin pump had a no power alarm and stopped working and had a full battery before that. Customer stated that they had a new battery to try, new battery resolved the issue. Customer states the battery was not previously used. Customer reports the pump was not dropped. Customer states there were not unattended alarms. Customer states the battery cap was not loose, cracked or damaged. Customer states this was not the second occurrence of off no power without a low battery warning. The device will not be return for analysis.